Manufacturer narrative:
Unit alarmed motor error during basic occlusion test back pressure sensor damage by moisture. Corrosion was found at the motor assembly per visual inspection. Unable to verify compromised force sensor system alarm alarms due to motor error alarms. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.